Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer unspecified lower readings with the freestyle libre sensor, as compared to a competitor meter. The customer subsequently experienced symptoms of dizziness and nausea, and had contact with a healthcare professional. A healthcare meter reading of 500 mg/dl was obtained, and the customer treated with novolog insulin (dose unknown). There was no report of death ore permanent injury associated with this event.